Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event and patient outcome were not reported. The patient was hospitalized for the event and was treated with vancomycin injection (1gm, intraperitoneal) and amikacin injection (500mg start dose followed by 100mg one bag per day, intraperitoneal) for the event. Pd therapy was ongoing. No additional information is available.